Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly and motor assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. The customer reported changing the battery and the display is blank. Troubleshooting shows upon insertion of the new battery the insulin pump shows 1234 and the goes blank again. The insulin pump did not turn on after battery cap cleaning and installation of new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will not be returned for analysis.